Event description:
It was reported that a routine follow-up appointment, a significant decrease was observed from 21% to 14% remaining battery longevity from this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, the s-ICD remains implanted and in-service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a routine follow-up appointment, a significant decrease was observed from 21% to 14% remaining battery longevity from this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. Recently, this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD has been received for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that a routine follow-up appointment, a significant decrease was observed from 21% to 14% remaining battery longevity from this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. Recently, this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD has been received for analysis and is pending the investigation conclusion.